Event description:
The facility reports the resident was put in the lift chair with ceiling tack in the room. The resident was moved to the tub area and transferred over and into the bath with the lift chair. The resident was removed from the tub with the lift chair. While the lifter was in a raised position (no safety belt was applied at this time), the caregiver turned the chair around and dried the legs of the resident. At this point, the resident and the lift chair fell forward. The lift chair landed on the resident with her right leg underneath. The resident was taken to the emergency room and treated for a fractured tibia and fibula. A cast was applied.